Event description:
A registered nurse reported to (B)(6) via fax that a needle-free hemodialysis tego connector had a large blood clot, could not fully aspirate, the tego was changed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).